Event description:
Physician was performing emergent left heart cath. As physician was placing the balance middleweight wire (bmw) guidewire down the lad artery, the wire broke off in the lad (under fluro the wire had caught on a sent strut). The physician placed a metal stent in the lad and no damage was done to the lad. The patient remained stable throughout the procedure.